Event description:
Email(3/4/2024):the customer ((B)(6) - (B)(6) medical center) is requesting an iwpr procedure, due to "elevated bacteria counts" in their device.

Manufacturer narrative:
A cardioquip customer reported to cardioquip epidemiology that their device has elevated bacteria counts. Due to these test results outside of cardioquip specifications, the customer requested an internal water pathway replacement which cardioquip has agreed to perform. Following the repair, the device will be returned to specification and full functionality.